Event description:
First level investigation unit reported the lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The alleged product will be sent to the investigation unit for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.